Manufacturer narrative:
The device was received for evaluation. During flow accuracy testing, the device had a false upstream occlusion alarm and could not resume testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined due to the upstream occlusion alarm, however the pressure plate will adjusted as a preventative measure. The cause of the false upstream occlusion alarm was determined to be the upstream pusher which requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test during testing in the biomedical service department. There was no patient involvement. No additional information is available.